Event description:
A model 1305 vac-pak aspirator would not hold a proper charge. An inspection revealed a defective battery pack. It was determined that the battery pack did not reach its anticipated life. No pt was involved during failure. The battery pack was replaced, the aspirator was tested to specifications and returned to the customer.